Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient alert triggered and the patient was advised to visit hospital. The subsequent device check revealed two ventricular fibrillation (vf) episodes due to noise, and the patient received an inappropriate shock. The lead also exhibited high impedance and oversensing, and the lead integrity alert (lia) triggered. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.